Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37612, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator .

Event description:
A consumer reported that since rechargeable implantable neurostimulators (inss) were implanted he had not had the same therapy benefit as with his old implants. He was not able to list any percentages, but reviewed that currently when his medication wore off, he immediately felt bad, suddenly felt terrible, where with the old implants he did not notice coming off of his meds. Therapy helps a little, but he was not able to confirm 50% or not. It was reviewed that the old implant programming may not convert over exactly to the new implants. The consumer's family member inquired how to check if the lead was damaged and was referred to contact the doctor to check with the clinician programmer and/or imaging. It was noted that this was a sudden change in therapy that occurred following implant of the new type of inss. Additional information received from the consumer reported he still did not think it was operating right and made an appointment to meet with the doctor. He wondered if he could go to the office and have a representative t here check the implant as it was again not working. The consumer was directed to contact his doctor. Further information received from the doctor reported troubleshooting was performed and nothing was found. Indication for use included parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.